Event description:
Customer reports one of the wings snapped towards the top, not allowing the physician to properly peelaway the sheath.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.